Event description:
It was reported that during a patient case, the inner tube of the unicircuit separated from the outer tube. The anesthesia monitor showed increased co2 levels, alerting the clinician to the condition with the unicircuit. A new circuit was used for the remainder of the procedure. No patient injury was reported. The site reported that they experienced the separation of the inner tube on two circuits. This MDR is the second of two reports. Initial inspection of the returned device showed that the inner tube end of the unicircuit was cracked, thus resulting in the tube being disconnected from the connector. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.